Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tnl) results from 4 different pt samples that were gnerated by the unicell dxl 800 access instrument. Accu tnl results of 1.24ng/ml, 0.80ng/ml, 3.04ng/dl, and 3.35ng/dml were obtained for pt's a to d respectively. The customer indicated that the pt's a to d original samples were re-tested for accu tnl. The repeated accu tnl results were: 0.05ng/ml, 0.11ng/ml, "<0.03ng/ml", and 0.11ng/ml for pt's a to d respectively. There was no report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
The specimens were collected in serum tubes. Based on available info, the pt samples were not re-spun prior to repeats, but rimed with an applicator stick. Service was not sent on site. Beckman coulter application specialist is working with the customer on proper sample handling. No additional info regarding this event was provided by the customer. Pre-analytical factors may have contributed to this event; however, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.